Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient lost therapy on (B)(6) 2019. The patient stopped charging the device from sep due to problems with charger. Company rep interrogated the device and deemed the ipg to be inoperable and the patient controller displayed the error code on the controller as a result, patient may be awaiting surgical intervention a later date.

Event description:
Additional information received indicated that patient had an ipg replacement and reportedly effective therapy was resolved.